Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the oxygen blending module board was observed. The component was returned to the manufacture's qualtiy assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was due to the airflow sensors being out of tolerance.